Event description:
A pt being treated for a right distal femur fracture was implanted with a 4.5mm va-lcp curved condylar plate and 9 screws on (B)(6) 2011. Post operatively pt was diagnosed with a non-union and was returned to the operating room on (B)(6) 2012 for hardware removal. Pt was revised to a 95 degree blade plate with a bone graft. A biopsy was performed for possible infection, results are not available. This report is # 10 of 10 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.